Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. Additionally, it was also discovered the device displayed a b30 error. Based on the results of the investigation, a definitive root cause could not be identified. It was noted in regards to the b30 error, that the image was ok after aeration. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device's screen intermittently flickered on and off. The event occurred during an esophagogastroduodenoscopy (egd) procedure, which was completed using another device. There were no reports of patient harm.